Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot f304 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f304 for the reported complaint shows no trends. Trends were reviewed for complaint category, alarm #18: system pressure and pressure dome membrane leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation completed. (B)(4).

Event description:
Customer called to report that she received a system pressure alarm 16 minutes into the procedure and then the system pressure dome popped off of the system pressure sensor and caused a leak. The procedure was aborted at this time and the patient was in stable condition. The patient was placed on another instrument to restart ecp treatment. The customer was sure that the system pressure dome was installed correctly at the beginning of the new procedure.